Event description:
It was reported to boston scientific corporation that a prefyx pps system was implanted on (B)(6) 2007. According to the complainant, as a result of the implant, the patient suffered pain, mesh erosion and additional medical treatment and procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.